Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a routine generator change procedure. Prior to the procedure, it was noted that there was noise resulting in oversensing on the patient's right atrial lead. The cause of this noise was attributed to an insulation breach. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.